Event description:
It was reported by the patient that the hip implant she has is part of the recall and she is experiencing "a stabbing pain on her right hip that runs through her leg."

Manufacturer narrative:
There is no additional info available at this time. Info has been requested.